Manufacturer narrative:
Follow-up submitted with evaluation results which determined there was no product malfunction, however, the patient experienced an extended stay which increased the likelihood of a pressure ulcer development.

Event description:
It was reported that a patient allegedly developed a deep tissue injury while on an isogel mattress.

Event description:
It was reported that a patient allegedly developed a deep tissue injury while on an isogel mattress.